Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported a patient who had a total knee replacement on (B)(6) 2015, went to the emergency room on (B)(6) 2015 due to postoperatively pain worsening. The aquacel dressing was removed and it was noted the dressing had been on since the patients' initial surgery date. It was noted it's the hospitals' protocol for the dressing to be removed 2 weeks after the initial surgery; in this case the dressing had been worn for 12 days prior to removal. Under the border of the dressing was found to be blistering and weeping; the incision and skin directly under the aquacel dressing itself was normal and intact. There was no further information on any treatment given to the patient.